Event description:
On 31 march 2024, an alizea upgrade was not possible (device in stock).

Manufacturer narrative:
The device has been received and the files have been extracted. It has been observed that the device is in step 2, therefore, the device has been well upgraded. In addition, the implantation has been confirmed. This means that the second message well appeared and the user clicked on yes. Therefore, based on the available data, no issue is suspected on the device.

Event description:
On (B)(6) 2024, an alizea upgrade was not possible (device in stock).